Manufacturer narrative:
Concomitant medical product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implantable infusion pump. Patient history included intractable spasticity. The patient's pump had not been refilled in approximately one year. The date of the last pump refill was unknown. The patient and company representative were unable to find a doctor that would fill the pump with the medication that was prescribed. Currently the patient's pump was alarming constantly and she did not have the means to have the pump removed. The patient believed she still had medication in her pump because she was at a low dose. There were no patient symptoms reported. Event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received from the consumer reported that there was no medicine in the pump. The patient still did not have a managing physician.